Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump received a low battery. Customer replaced battery several times and the same issue continued. The customer's blood glucose was unknown. The customer was advised a battery cap would be sent. Couple days later the customer called stating the insulin pump continued alarming low battery, even with new battery cap. The customer was advised the pump will be replaced.

Manufacturer narrative:
The insulin pump was received high idle current due to faulty on mother board. The insulin pump alarmed unexpected restart alarm after battery change due to faulty connector on interface board. The insulin pump passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratches on lcd window.